Manufacturer narrative:
Product ID 3389, lot# unknown; product type lead product ID 7482-51, serial# unknown; product type extension product ID 3389, lot# unknown; product type lead product ID 7482-51, serial# unknown; product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had high impedances, greater than 10 ,000 ohms, on combinations containing electrode 6. The physician would speak with the surgeon to determine if surgical intervention should take place; nothing was planned yet. The patient was alive with no injury. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.